Event description:
It was reported that a patient had stimulation in the wrong location. It was reported that the patient had intermittent stimulation in the rib and stomach, and that position intensified the sensation. It was stated that it had been happening since implant. It was also noted that the patient had both a trial and chronic lead. It was stated that the patient needed 10.5v to feel stimulation in the low back and legs. It was stated that the patient had not reported back surgery history to suspect scar tissue. It was noted that an x-ray was performed last week and the leads were in a good position. It was reported that the patient¿s hcp was aware of the issue and wanted the patient to ¿wait for the leads to scar in further. It was noted that the rib pain was reducing with time. It was noted that this was the first time the caller had met with the patient but that the patient had met with other manufacturer¿s representatives. It was noted that no baseline x-ray history (trial and at implant) was available. It was noted that the caller wanted to get ¿our impression¿. It was stated that reprogramming today helped reduce the sensations. It was stated that the leads were in a thoracic location. Additional information received reported that an impedance test was performed and all electrodes were in range. It was stated that the patient was reprogrammed for over an hour and got better coverage than he had. It was stated that the hcp explained that the intermittent stimulation ¿could be due to healing¿. It was stated that the hcp ¿explained a little about the surgical lead to the patient because several programs would max out at 10.5 with no stimulation felt by the patient¿. It was reported that the patient was going home to try the new programs and would return as needed for reprogrammings and follow-ups. Additional information received clarified that the statement regarding the statement "discussed experience w/rib/stomach is that lead is off of mid-line" was not alleged by the caller, but discussed with technical services. It was confirmed that the leads were in the correct position as per the hcp.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).